Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the implantable cardioverter-defibrillator exhibited far r wave oversensing and post paced t wave oversensing leading to competitive atrial pacing and inappropriate mode switching. Programming changes were discussed. The patient was stable.

Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed and the patient experienced no consequences.